Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that there was an infection at the incision site. The patient had a red rash at the incision site and a low grade temperature. The pump and catheter were explanted. The severity of the event was noted to be ¿moderate¿. The patient recovered without sequela.